Event description:
A (B)(6) pt, underwent nanoknife treatment for bladder cancer on (B)(6) 2010. During the procedure there were multiple high current conditions. When the high current conditions occurred, the pulse width was reduced and voltage setting decreased. The procedure was completed successfully after these system modifications.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the high current conditions could not be fully determined. A potential cause noted in the info provided for this procedure was that inaccurate measurements were put into the nanoknife system initially for this procedure. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).